Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to the patient no longer receiving benefit from the device. It is unknown if there are plans to reimplant the patient with another cochlear device as of this date of report.